Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a cartridge alarm 05 occurred and a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with unknown units of insulin. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 100-138 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the alarm 9 and alarm 5 issues could not be verified.